Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported an issue with the adc device. A customer reported the following information that the sensor has "been giving me a lot of low glucose level alarms recently very frequently. I have been checking my blood glucose level and there is a huge discrepancy between the numbers (20-55) difference". The customer further reported that they switched the sensor but they're still encountering the same reading issue. There was no report of an adverse event occurring or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.